Event description:
Sample.

Manufacturer narrative:
Investigation summary: one used infusion tubing set was received and tested by our pump team with the customer's complaint of leakage. The set was investigated under pr 13075277 along with the infusion pump and no issues were found with the tubing. It is unknown if this was a set from a different complaint as there were multiple complaints logged by customer. The complaint of leakage could not be verified and the root cause of this issue is unknown. A device history record review could not be performed on material 2420-0007 because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that IV filter leaked. Cefepime was running through.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.